Event description:
Discordant, falsely elevated glucose and calcium results were obtained on patient samples tested on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument and resulted lower. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant glucose and calcium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse rebuilt the dilution output pump. The customer then verified that quality controls were within range. The cause of the discordant glucose and calcium results was related to a malfunction of the dilution output pump. This instrument is performing according to specifications. No further evaluation of the device is required.